Event description:
It was reported that the 6600 system would alarm when the footswitch was pressed. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monoblock and battery were replaced during the service call. The system was tested and found to be working as intended, and put back into service.